Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips and control solution not returned for evaluation. Most likely underlying root cause mlc-59-improper storage conditions.

Event description:
Consumer reported complaint for high control test. The customer is concerned with the control test result of 64 mg/dl. The expected control test result range is 24 to 54 mg/dl. The expected fasting blood glucose result is 85-95 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is since (B)(6) 2017 (expired). The meter memory was reviewed for previous test result history: (B)(6).